Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, which the customer successfully completed. The malfunction did not recur, and the customer was advised to continue using the pump, with instructions to reach out if any issues arise again.